Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the air/water cylinder and air/water channel. In addition, the distal end cover had a burn and there was no image on the screen. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material in the air/water cylinder and air/water channel and burn on the distal end cover could not be established. In addition, the cause of the no image on the screen was traced to component failure. The event can be detected/prevented by following the instructions for use (IFU) which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.